Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
Ref importer # (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The evaluation of the device history logs confirmed the single occurence of system fault 101 and 218 however, the stress test to replicate the fault as well as a visual inspection of the returned product confirmed the device operated as designed. Based on all available evidence, the root cause of the one-off occurrence is unknown. It is possible the fault was caused by a software timing issue during start-up; however our investigation could not reproduce the fault condition. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident. (B)(4).